Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that while the user was removing a medication from the machine, a fatal error occurred, which resulted in the user being logged out of the system. A technical support specialist (tss) identified that the database was corrupted. Several dump files were deleted, and the device was checked, confirming that temporary non-profile mode had been manually enabled. The database had entered emergency mode. Troubleshooting was performed in accordance with the knowledge article ¿medstation es ¿ station database corruption ¿ sql server detected a logical consistency-based I/o error,¿ and the minimum repair level repair_allow_data_loss was applied as recommended by database. The issue was resolved successfully. The case was closed after multiple follow-up attempts were made via phone calls and emails. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, an error appeared upon login stating, patient data may not be current, and when a medication was pulled from the machine, a fatal error occurred and logged the user out. The machine had been rebooted multiple times, but the same errors continued to occur. The customer stated that they were unable to issue the medication. There were no adverse events or injuries reported based on this event.